Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. Device was not working due to fluid loss. Symptoms started within the past year. No adverse patient effects. Additional information was received. Defective implant. Outer cylinder came off. Cylinder had an aneurysm due to outer silicone layer split. Device would not inflate. No adverse patient effects.

Manufacturer narrative:
Field change: b5.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. Device was not working due to fluid loss. Symptoms started within the past year. No adverse patient effects.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. Device was not working due to fluid loss. Symptoms started within the past year. No adverse patient effects. Additional information was received. Defective implant. Outer cylinder came off. Cylinder had an aneurysm due to outer silicone layer split. Device would not inflate. No adverse patient effects.

Manufacturer narrative:
Analysis: fluid loss and cylinder aneurysm were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear. This cylinder also had broken fabric threads. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder failure. The product analysis confirmed the reported allegations as the broken fabric threads would lead to cylinder aneurysm. Correction to g1, h2, h3, and h6: updated to include device analysis.